Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found to be in backup vvi mode upon initial interrogation. Clinic nurse reported patient was lost to follow-up and did not follow-up as recommended. Patient has a history of pacer dependency. International normalised ratio (inr) was elevated the day in-clinic. The patient was scheduled surgery for generator change out and generator replacement completed. During surgery, paced rate of implanted device dropped. Patient was asymptomatic with stable vitals during procedure, as well as post-op. The patient tolerated procedure well and was discharged from hospital same day without complications.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory; it was due to checksum error and the cause of the error was undetermined. The device was tested on the bench and results indicated that the device was in elective replacement indicator (eri) mode due to normal battery depletion. Longevity assessment was also performed and based on field settings the projected longevity was met.